Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to insert the device into lad at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to insert the device into lad at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that during initial inflation at nominal pressure and just by inflated, the balloon ruptured. No damaged can be seen on the appearance of the balloon and cannot be checked as well. The device was clearly removed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to insert the device into lad at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that during initial inflation at nominal pressure and just by inflated, the balloon ruptured. No damaged can be seen on the appearance of the balloon and cannot be checked as well. The device was clearly removed. It was further reported that the balloon ruptured during the first inflation at 3-5 seconds.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the inflation lumen and guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 14mm in length, 3mm from the tip of the device. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to insert the device into lad at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that during initial inflation at nominal pressure and just by inflated, the balloon ruptured. No damaged can be seen on the appearance of the balloon and cannot be checked as well. The device was clearly removed. It was further reported that the balloon ruptured during the first inflation at 3-5 seconds.